Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2203-45 serial: (B)(6). Batch: 5003838 catalog description: argyle lead 45cm sterile kit UDI: (B)(4). Model: db-4600-c serial: na batch: 36856828 catalog description: suretek burr hole cover kit UDI: (B)(4). Model: db-1216 serial: (B)(6). Batch: 796192 catalog description: vercise genus r16 ipg kit UDI: (B)(4). A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Physical analysis for the lead, lead extension and burr hole cover could not be completed in our laboratory, as the devices were disposed of by the medical facility and were not returned. A review of the product labeling found no anomalies. The labeling appropriately identifies infection, implant site complications such as poor healing, and the potential for implanted components (stimulator, lead, or lead extensions) to move from original implanted location or wear through the skin and are known risks associated with deep brain stimulation (dbs). Additionally, it also notes that these conditions may require additional surgical intervention. The lead, lead extension and burr hole cover were not returned as they were disposed of by the medical facility. As such, physical analysis has not been conducted in our laboratory. Therefore, engineers have concluded that there is insufficient objective evidence to establish the root cause of the reported clinical observations.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection with skin erosion at the lead extension connection site behind the ear, accompanied by purulent drainage. Over a period of months, the patient was administered antibiotics and steroids to address the infection, however the issue never fully resolved. The patient subsequently underwent a revision procedure where the lead extension, lead, burr hole cover, and ipg were explanted. Postoperatively, the patient was reported to be recovering well. A culture sample was obtained, but the medical facility did not release the results. The explanted lead, lead extension and burr hole cover were not released for return by the medical facility.